Event description:
It was reported that the user experienced loss of glucose readings on the ilet when attempting to use a dexcom g7 sensor, and the agent instructed the user to toggle between g6 and g7 settings and re-enter the pairing code. Symptoms included no alerts or alarms and absence of displayed sensor data. Outcomes included user inconvenience without clinical impact or hospitalization. Investigation included user-guided troubleshooting and education focused on cgm pairing and configuration. Investigation of this case revealed a suspected communication or pairing issue between the ilet and the cgm, with no device damage reported and no abnormal alarms observed. It was concluded, based on previously established findings for similar reports, that the cause was likely intermittent cgm-to-pump communication.